Event description:
It was reported that this pacemaker exhibited intermittent far-field oversensing on remote monitoring. The health care professional (hcp) contacted technical services (ts) to review the findings and discuss troubleshooting and programming optimization options, including consideration of sensitivity and blanking period adjustments. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.